Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were multiple stations in critical override due to synchronization sync delays, with sync server offline. A technical support specialist tss checked all services were running and no network errors in messaging or data sync logs, indicating a server-side sync failure. Several sites were impacted. After the hospital information technology it team rebooted the server, the sync server came back online, delays cleared, and stations recovered from critical override. The customer confirmed the main issue resolved. During the same review, tss identified health sight viewer hsv runtime error caused by an expired certificate on the report server, while the application server had a newly issued valid certificate. Customer was advised to coordinate with it to update the report server certificate or open a new ticket for hsv assistance. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were reported down and in critical override for 30 minutes to an hour, and health sight viewer was also unavailable. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care since the user had to obtain medications from pharmacy or another station. However, there were no adverse events or injuries reported based on this event.